Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the erbe generator displayed multiple error code c-34 messages and the monopolar energy was unable to be activated. The customer received phone assistance from the technical support engineer (tse). The customer replaced the energy cord and monopolar port but the issue remained. Tse recommended the customer to reboot the erbe but there was no change. The customer used a forcetriad generator to continue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the user completed the procedure using the same system. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked the erbe generator, confirmed the error fault, and replaced the defective erbe generator to resolve the issue. The system was tested and verified as ready for use. Isi received the erbe generator for failure analysis. The erbe generator was analyzed and error code c-34 was reproduced. The unit was placed on an in-house system and was run in normal mode. The unit displayed the error upon start up. The complaint was confirmed based on both field service and failure analysis.